Event description:
Affiliate reports that during a ventricle-peritoneal derivation procedure, once the valve was implanted and before closing it, the surgeon realized that the drainage did not work. The liquid did not drain from the peritoneal catheter. The valve seems to be obstructed. Thus, the surgeon had to explant the valve and implant a new one. As a consequence, the surgery duration was prolonged. No adverse pt consequences.

Manufacturer narrative:
It has been communicated that the device will be sent to codman for evaluation. Upon completion of the investigation, a follow up report will be filed.